Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. Suspected cause was due to the customer¿s correction factor requiring adjustments. Customer drank milk, graham crackers, and peanut butter to address bg. Reportedly, customer required assistance from their spouse by monitoring their bg levels. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.